Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. A product sample was not returned therefore, the reported event cannot be confirmed. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after the intraocular lens (iol) was inserted, it was discovered that the iol had an "optic fault". The iol was removed and replaced with an alternate iol. There was no patient harm. Further information is not available for this report.

Manufacturer narrative:
The product was returned for analysis and optic as observed to be cut. Iol returned in two(2) segments in the iol case. A significant amount of solution is dried on the iol. The optic is cut in half dividing iol in two. We are unable to determine the root cause for the reported complaint "fault in the optics". The complainant does not specify what type of damage was observed. The returned product is cut in half. No other damage observed. No determination can be made based on the available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).